Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient felt low and tired because of high readings. The cgm was reading 350 mg/dl and the blood glucose reading was 465 mg/dl. The patient was transported to the emergency room (ER) via ambulance where the symptomatic hyperglycemia was treated with insulin drip and glucose. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid.